Event description:
It was reported by the affiliate that during a cholecystectomy procedure that the jaw did not open after clipping. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.